Event description:
Male patient undergoing elective ascending aortic aneurysm/aortic valve procedure. Disposable drape placed in machine and solutions poured into both cold and warm sides of machine and machine turned on. Incision made about 1 hour later. Soon after, the scrub tech noted solution pooling in the machine well under the disposable drape on the warm side. Machine pulled away from the surgical field, drape removed from machine and noted to have a 2" moon-shaped depression in plastic w/hole (melted appearance) - solution under drape had pooled, filling the well approximately 1/3 full (filled pitchers had been sitting in the well/standard-use). Biomed engineer informed of machine, machine and disposable taken to or front desk. Surgeon notified immediately of machine failure resulting in contamination to surgical field. Surgeon alerted rn to inform anesthesiologist to make decision regarding additional abx coverage - anesthesiologist opted to re-dose the patient at 4h/standard protocol using 2gm ancef for patient's weight. Procedure continued. Relief rn assisting w/removal of machine and set-up of new one. Surgery closed at 1535: patient to ICU; w/post-operative respiratory failure: high 02 and pressure requirements, suspect microatelectasis and effusion r.